Event description:
Pt had the crystalens iol implanted in both eyes. Pt now has farsightedness in their left eye and severe nearsightedness -myopic refractive error- in their right. Multiple vision in the right. Vision is 20/100. This product advertises how great it is with high percentages in the tests submitted to the FDA. How many probelms have been reported. Eyeonics the MFR of the lens is reported to be modifying the lens to prevent installation upside down which causes myopic refractive conditions. What is the reponsibility of the MFR and the dr in these situtaions if this is the cause of the impaired vision.